Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that the tip of the curette shaft bent and broke without the clutch engaging to prevent such damage. The damage looks proximal to the articulation point. There were no patient symptoms reported and no further complications reported regarding the event. Additional information was information was received via manufacturer representative that there are no fragments left inside the patient. Procedure involved was kyphoplasty and preop diagnosis was vertebral compression fracture (vcf).

Manufacturer narrative:
H3: product analysis of part# a13a, lot# 227333436 visual and functional examination of the instrument confirmed the shaft is broken at the score line, with no other additional damage identified. The device failed as intended by design. The score line is designed to separate when the physician usage exceeds a predetermined tensile value. Separation at the score line limits the amount of rotational force that can be applied to the distal end of the curette. This minimizes the likelihood of a device failure to occur, such as the bending or breaking of distal tip. The above observations are consistent with exceeding the design limits of the instrument. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.